Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. The device was received from a competitor. All data pertinent to the event is provided. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis detected a por (power on reset) condition had occurred. The device was registering eri (elective replacement indicators). Because of the por and unknown explant date, a longevity calculation could not be performed.